Event description:
Customer reported a previous high blood glucose event, but the specific value was unknown as the display only indicated "high." Cause was not known. To address the issue, the customer used a correction injection via multiple daily injections, and tandem technical support advised the customer to consult with a healthcare provider to explore potential causes for the blood glucose changes. The customer understood and acknowledged this recommendation.